Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient passed away while using a ventilator. The information indicates the patient was also using 3 pulse oximeters and an oxygen concentrator but the patient was on room air. The information indicates the patient pulled their tracheostomy out and the pulse oximeters did not alarm. Information also indicates that the device¿s alarms settings were set. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. After receiving further information from the patient, section adverse event/product problem in box b has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient passed away while using a ventilator. The information indicates the patient was also using 3 pulse oximeters and an oxygen concentrator but the patient was on room air. The information indicates the patient pulled their tracheostomy out and the pulse oximeters did not alarm. Information also indicates that the device¿s alarms settings were set. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.